Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon reviewing stored electrogram, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing and possible myopotential oversensing. Device reprogramming was performed to resolve the issue. No patient symptoms were reported and the patient was stable throughout.